Manufacturer narrative:
(Revision surgery) the product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Submitted product images displays migrated and backed out set screws. X-ray image review: "post op images are provided for long segment thoraco-lumbar fixation. The set screw one side at l5 has come loose. There is a paucity of bone at multiple levels where inter body grafting has been performed. Unable to assess sagittal balance and deformity correction on provided imaging. Root cause: indeterminate." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that patient underwent th9-s2ai, l2/3, l3/4, l4/5, l5/s1 posterior lumbar interbody fusion using spinal instrumentation. Post-op, set screw deviation and corrosion due to metallosis were observed. Revision surgery was performed. After surgery at th9-s2ai, fixation was performed at l3-s1 and reinforcement was conducted at the inside of l3-s1 using a rod (it was connected with mrc).

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 and UDI # (B)(4) was cleared in the united states. Device evaluation: the set screw has an extreme amount of wear from what appears to be the rod moving against the face of the set screw for what would appear to be a lengthy amount of time. If the rod had broken this could have resulted in the rod shifting and the screws backing out. If information is provided in the future, a supplemental report will be issued.